Event description:
Event description guidant received information from a clinician that this coronary sinus lead measured high impedance and was reported to be fractured. The associated cardiac resynchronization therapy-defibrillator (crt-d) was replaced during the lead revision due to it's battery status; the clinician inferred the battery depletion to be unacceptable. The lead was surgically abandoned and replaced and the device was returned for laboratory evaluation.